Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. D4: batch #r5an8r. Investigation summary: the analysis results showed that one gst60b cartridge reload (a) was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as the cartridge was received fully fired.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Two photos were received. The 1st & 2nd photos show tissue with a staple line and what appears to be a malformed staple. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: current patient status: yes known. Post op care of patient as a result of event is not changed.

Event description:
It was reported that during a lap sleeve gastrectomy, the doctor choose plee60a with a gst60. While preparing a sleeve, the doctor fired a gst60g first, followed by gst60b. Firing proceeded uninterruptedly with no issues. But after the third firing, an unformed staple was noted (not in a b-shape). After the third firing, the doctor proceeded with a fourth firing of gst60b, which was good but the reload was struck in the cartridge jaw and was unable to remove the fired cartridge from the device. A scrub nurse used a scalpel to remove it and observed the metal base is dislodged from the reload. Surgery was delayed five minutes, but was successfully completed. There were no patient consequences reported.